Manufacturer narrative:
(B)(4). We are awaiting device return. If the device is returned for evaluation, a follow up report will be submitted.

Event description:
It was reported while using the catheter for an ablation procedure, the irrigation tubing broke from the handle end of the catheter. There were no consequences to the patient.